Event description:
Caller reported that intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. Customer resolved occlusions by changing the infusion set and cartridge, then resumed insulin use.